Manufacturer narrative:
Upper part of carbon fiber boot is breaking. Product evaluation and results: visual inspection confirms carbon fiber splintering on the boot. See attached image. Product history review: review of the device history records indicate 32 devices were manufactured and accepted into final stock on 06-14-2017 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot 201743060801 shows 6 additional complaints related to the failure in this investigation. Conclusions: the event was confirmed via visual inspection. Preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required.if additional information is received then the complaint will be reopened.

Event description:
Upper part of carbon fiber boot is breaking. Case type: no associated procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Upper part of carbon fiber boot is breaking. Case type: no associated procedure.